Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that after cataract surgery with intraocular lens (iol) implantation, a foreign body was noticed on the iol. The iol remains implanted due to risk of removal.

Manufacturer narrative:
The product was not returned. A photo was provided which showed a single-piece toric lens implanted in the eye. A red arrow was indicating the area of interest. The small area indicated was slightly off center. Unable to determine if this is on the anterior or posterior surface. Unable to determine if this is damage or foreign material from the photo. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The provided photo was reviewed. It cannot be determined from the photo if the small area was damage or foreign material. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscoelastic device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).